Manufacturer narrative:
The device history record (DHR) of lot number 6506708 was reviewed on 3/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on 3/5/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018, the patient suspected deflation based on the left side appearing to have flattened. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 350cc salines on (B)(6) 2018. No additional issues were noted. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view extending to the anterior. A rent measuring approximately 0.3 cm was discovered within the crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018, the patient suspected deflation based on the left side appearing to have flattened. As a result, the patient had the device replaced with mentor saline prosthesis on (B)(6) 2018. No additional issues were noted.

Manufacturer narrative:
On 3/27/2018, mentor became aware that as a result of the left breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 350cc, saline catalog #3501655, sn #(B)(4) and mentor smooth round moderate profile 350cc, saline catalog #3501655, sn #(B)(4). Manufacturer¿s reference number: (B)(4).